Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum control valve was replaced to resolve the issue. Unit meets specifications and was returned to service on 06/01/2016.

Event description:
A customer reported an event of an odor emitting from the sterrad 100nx sterilizer. The customer was advised to turn the unit off and leave the room. There was no report of any injuries or human reactions. The affected load was not released. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), system risk analysis (sra), and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for odor/smells to be "low." The vacuum control valve was returned and tested. The reason for return of the vacuum control valve was confirmed. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.